Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat." The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported on (B)(6) 2016 that back in (B)(6) 2015 her blood glucose level reached into the 400 mg/dl range. The pod was worn longer than 48 hours. Customer sought medical intervention as her pod site was hurting and was red with hard capsule at the injection site where the cannula inserted. The doctor gave her two rounds of antibiotics and while healing there was puss draining from the insertion site. The name of medication was not provided. The customer discarded the pod.